Event description:
Boston scientific received information that during a device replacement procedure, difficulty was encountered removing the lead from this device header. Strong force was used to remove the lead; the lead was successfully removed. Upon removal, visual inspection revealed the lead was damaged or fractured at the terminal area. In addition, high out of range impedance measurements were obtained with the pacing system analyzer. A decision was made to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.